Manufacturer narrative:
No conclusion can be drawn.

Event description:
This event is being reported due to pending litigation. On 4 december 2007, the corporate legal department received a letter from the patient's attorney indicating the following: in 2007, patient purchased and presumably inserted a pair of acuvue color lenses. The patient wore the contacts for one week. Both eyes became irritated, so the patient discontinued contact lens wear and wore his glasses for "about" 2-1/2 weeks. The following month, the patient inserted a new pair of lenses from the same lot. On the same day, the patient reported that both eyes were burning and hurting so the contacts were removed. The next day, the patient's eyes were still burning and were swollen shut; the patient presented to the ER. ER report dated 2007, indicates that the patient presented with the chief c/o "eyes hurting and irritation." Pe for heent indicates: "no ocular pain, drainage or visual changes. The patient has had to have tetracaine 2 drops placed in each eye in order to get them open. His pupils are equal and reactive to light. Fundi with good sharp disc margins. There is injection in both conjunctiva bilaterally but the eyelids were normal. Eversion of both upper and lower eyelids reveal no foreign bodies. Fluorescein stain was negative for uptake. The patient's va is 27 in the left eye and 20/50 in the right eye with his glasses on . Assessment: bilateral conjunctivitis. Probably some sort of chemical irritation from his contacts. Plan:1.) Hold contacts 2.) F/u with ophthalmologist 3.) Use glasses 4.) Sodium sylamyd 10% 2 drops each eye qid for the next 5 days. 6.) Lortab 5.0mg #20, 1-2 po q4hr prn pain." Discharge sheet indicates that the patient's condition was "stable" with diagnosis of "bilateral conjunctivitis." Letter from the patient's primary and prescribing eye doctor indicates that the patient presented for f/u exam in 2007. Doctor noted: "conjunctiva was irritated, possibly due to a sulfa allergy" and prescribed tobradex gtts qidx3 days then return for f/u. Patient returned three days later, with c/o both eyes still itching and burning. Letter indicates that there was "no improvement since last visit." The patient reported that contact lenses had not been worn since 2007. Assessment indicates patient "may have an allergic reaction to sulfa drugs, or the contact lenses he wore may have been defective." Doctor prescribed tobradex qid x2 days and artificial tears prn. Follow up one month prior, indicates that the patient "had no more problems with eyes, and had not used any eye drops since 2007." The patient was approved to return to contact lens wear. Requested the product in question for evaluation; the product was not returned. A lot history review indicated the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Will report any additional information received within 30 days. All MDR reports are reviewed at quarterly management review meetings.